Event description:
It was reported that the patient was experiencing intermittent low voltage alarms while connected to the mobile power unit (mpu). No alarms were noted while on battery power, and the low voltage alarms were unable to be recreated in the clinic. A few no external power alarms were also reported, one of which was confirmed by the patient to be due to disconnecting both system controller power cables at once. The emergency backup battery was used to support the system during these events, and motor function was not affected. These events appear as a sudden reduction in voltage from both power leads at the same time while connected to mpu power. With each of these events, the emergency backup battery (ebb) use count value increments. The patient was using the locking version of the mpu ac power cord, the ac power cord did not come loose from either the wall outlet or the back of the unit, and there were no environmental factors that could have affected power to the mpu (i.e., power outages). The no external power and low voltages alarms while on mpu power were stated by the customer to be caused by the patient plugging the mpu into an extension cord instead of a wall outlet. Log files were submitted for review and captured no external power events on (B)(6)2025 while connected to mpu power, and there were six ebb use count increases between (B)(6)2025, as well as one captured (B)(6)2024.

Manufacturer narrative:
D4: the device manufacture and expiration dates (h4) could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms while connected to the mpu was confirmed via the submitted log files. The log file captured low voltage hazard and no external power alarms due to the relative state of charge (rsoc) voltage on both power cables dropping as low as ~0v while connected to the mpu on 01jan2025 from 20:39:01-20:39:04, 21:03:31-21:03:45, 21:03:46-21:03:50, 21:06:53-21:06:57, 23:23:26-23:24:00, 23:24:38-23:24:40, and on 02jan2025 from 09:17:40-09:17:44. The alarms resolved when power from the mpu was restored. The backup battery supported the system without issue during this event. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The heartmate 3 instruction for use and patient handbook informs the user to plug the mpu into a properly testing ac electrical outlet that is dedicated to mpu use, and not to plug into portable, multiple outlet (power strip) adapters or extension cords. The patient was advised not to plug the mpu into an extension cord and to plug it into a dedicated working outlet. A review of patient history revealed the patient has previously plugged the mpu into an extension cord on 03may2022-04may2022 (MFR # 2916596-2022-10862). A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2019. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage and no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.